Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. Corrected information in d.4 and h.4. The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported, about four days following cataract surgery with intraocular lens (iol) implant she noted that while driving at night she was seeing halos around lights which obscured each oncoming car and were distracting making driving not safe. After three weeks she reports the halos were significantly larger with starburst/glare effect that completely obscured cars in both lanes. The effect was distracting and it impairs her ability to drive safely. After having the lens for two months the symptoms have gotten worse and limits her ability and keeps her from driving at night. The patient has been told a lens exchange will not be performed once she's had the lens for six months so she is considering her options. Additional information is requested.

Manufacturer narrative:
Product evaluation: the product was not returned. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of a qualified cartridge. The customer indicated the use of a viscoelastic, which is not qualified for the cartridge used. Root cause: the product investigation could not identify a root cause for the reported complaint. Information was provided that the multifocal 21.5 diopter lens was replaced with a monofocal 21.5 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Additional information provided that the customer called and reported being happy with the replacement lens. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5, b.6, and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the patient reported to her eye care provider "unbearable circular rings noted in all vision circumstances". This was reported within 1 week of the initial surgery and an explant procedure was performed approximately three months following the initial surgery of the right eye.